Manufacturer narrative:
The serial number of the cobas c 111 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable hba1c tq gen.3 (hba1c) results from several patient samples tested on the cobas c 111 analyzer. One patient sample with discrepant results was provided: on (B)(6) 2025: the initial result from the analyzer was 7.2% the first repeat result from the analyzer was 5.6%. The second repeat result from the analyzer was 7.4%. On (B)(6) 2025: the third repeat result from a c 303 analyzer on a different site was 5.6% or 5.8%. The patient sample was rerun because of the patient's medical history. The result of 5.6% was deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA/510k (premarket numbers) were updated. The precision check failed. The field service engineer inspected the analyzer and repaired a break in the tube of the fluidic path. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.